Event description:
It was reported that during a nephrectomy procedure, the device was spitting clips. The clips were ejected when he closed the applier. The clips have been retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The instrument was returned with the cartridge cover broken off/cracked and empty. In addition the instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No conclusion could be reached as to what may have caused the cartridge cover condition. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.